Event description:
Had laser cataract surgery. Poor eyesight afterwards; sight worse than before surgery. Then had 3 different laser treatments in an attempt to correct the damage. Caused more damage. Now have to wear contact lenses and will have to for the rest of my life. Last laser treatment was a contoura procedure and my cornea is damaged beyond repair.